Manufacturer narrative:
This supplemental report is being submitted to correct the information on the initial MDR (field g2) and to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's report was confirmed. In addition, during the evaluation it was identified that there was foreign material adhered to the air/water cylinder. The customer informed olympus of their reprocessing steps. There were no malfunctions of the reprocessing accessories and no delay in pre-cleaning and manual cleaning of the device. The air/water channel was flushed during pre-cleaning and flushed with detergent during the manual cleaning. During manual cleaning, the distal end was brushed and wiped. The forceps elevator was moved up and down three times during pre-cleaning and around the forceps elevator was brushed during manual cleaning. During manual cleaning, flushing detergent around the forceps elevator was not performed based on the results of the investigation, it is likely the following led to the malfunction: regarding the foreign material adhered to forceps elevator, the customer stated the flushing detergent around forceps elevator during manual cleaning was not performed. Therefore, the reprocessing steps at the material residue point were deviated from the instruction manual. The foreign material could not be identified. For the foreign material adhered to air/water channel and for the foreign material adhered to the air/water cylinder, olympus could not conclusively specify the cause. The foreign material could not be identified. The event can be identified and prevented by following the instructions for use: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii duodenovideoscope was returned as part of the annual inspection process. During routine inspection of the device by olympus, that the air/water tube and forceps elevator had foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the annual inspection process. It was noted that the air/water cylinder and scope cylinder had no color. It was also noted that the fixing force of the guide wire did not meet standard value due to damage to the forceps elevator wire. The bending angle in the right direction did not meet standard value due to wear of the angle wire and the adhesive around the light guide lens had a chip. There was corrosion around the forceps elevator arm and the universal cord coating was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.